Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 755525) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), feeling abnormal ("neurological conditions or problems type: brain fog"), endometriosis ("reproductive system disorder or condition type of disorder or condition:endometriosis") and dysmenorrhoea ("dysmenorrhea") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, fatigue, alopecia, weight increased and memory impairment outcome was unknown and the dyspareunia, abdominal pain, weight decreased, abdominal distension, feeling abnormal, endometriosis and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, memory impairment, pelvic pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: plaintiff fact sheet received. Events endometriosis, dysmenorrhea & brain fog were added. Lot number added. Reporter , patient information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 755525) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), feeling abnormal ("neurological conditions or problems type: brain fog"), endometriosis ("reproductive system disorder or condition type of disorder or condition:endometriosis") and dysmenorrhoea ("dysmenorrhea") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, back pain, fatigue, alopecia, weight increased and memory impairment outcome was unknown and the dyspareunia, abdominal pain, weight decreased, abdominal distension, feeling abnormal, endometriosis and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, memory impairment, pelvic pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test (unspecified) bilateral occlusion. Lot number: 755525, manufacture date: 2010-06, expiration date: 2013-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality-safety evaluation of ptc. (Product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal distension ("bloating") and memory impairment ("forgetfulness") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain, fatigue, alopecia, weight increased, weight decreased, abdominal distension and memory impairment outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dyspareunia, fatigue, memory impairment, pelvic pain, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: essure confirmation test (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: plaintiff fact sheet received. Event injury was updated to events: pelvic pain, dyspareunia (painful sexual intercourse), abdominal pain, back pain, fatigue, hair loss, weight gain, weight loss, bloating and forgetfulness. Essure explant date added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.